Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Refer to results of investigation below. Axsym rubella igm reagent lot 86559m500, identified in the customer's complaint, expired on 28dec2010; therefore, testing could not be performed. Quality records were reviewed to determine if other customers had experienced similar issues that might warrant further investigation. Our review did not show any unusual activity related to the customer's observations; no other false positive complaints for abbott axsym rubella igm were found in the last four months. In summary, our records review indicate that the product is performing as expected. No product deficiency was identified.

Event description:
The customer stated a false positive rubella igm result was generated on the axsym analyzer. A patient generated two equivocal (B)(6) result, but when another sample was tested 3 weeks later, a (B)(6) result was obtained. Both samples were sent to another laboratory where they were negative on the diasorin method. No impact to patient management was reported.